Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd discardit¿ ii syringe tips broke off and leaked medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there are complaints that the syringes regularly break during use. The drug is leaking out, it looks like the cone is not tight."